Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow up, oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and lead insulation damage was suspected. A lead revision is anticipated but has not yet been performed. Reprogramming was performed. The patient was stable and will continue being monitored.